Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient device on the right side had turned around so that it was turned another direction. It was noted that this was fixed during one of the patient surgeries. It was further noted that it was not feeling right in the body; an x-ray was done and it had turned. The patient could not give the date of when this happened. It was also noted that the leads of the stimulator were facing out instead of up. The patient was reportedly not sure how this happened. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the suture did not hold the device. It was noted that they had to open the incision and re-suture the battery in place.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).